Event description:
It was reported that during a laparoscopic colorectal procedure, the device cut but didn't staple. The staples were not formed properly in the abdomen. Another device from same batch was used and it was difficult to open the gun and reload the cartridge. Or time was extended by about 30 minutes as the surgeon had to hand stitch to stop the bleeding. There was no patient consequence.